Manufacturer narrative:
The technician replaced the horn and stems on the left head and both foot casters to repair the bed.

Event description:
Information received indicates the casters continue to turn after the brake is engaged.